Manufacturer narrative:
No incorrect results were reported outside of the laboratory for the second and third patient samples.

Manufacturer narrative:
Quality controls were within range. For the calibration performed on e 801 analyzer serial number (B)(6) on 07-jul-2020, calibrator level 2 had lower than expected signals, but this is no indication of an issue. For the calibration performed on e 801 analyzer serial number (B)(6) on 10-jul-2020, calibrator level 2 had lower than expected signals, but this is no indication of an issue. Upon review of the alarm trace of both analyzers, some alarms indicating abnormal aspiration were observed. The investigation determined the issue to be related to pre-analytic sample handling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module and a third patient sample tested with the troponin t assay on a second e 801 analyzer. No incorrect results were reported outside of the laboratory for the first patient sample. It was asked, but it is not known if any incorrect values were reported outside of the laboratory for the second and third patient samples. The first patient sample initially resulted with a troponin t value of 38 ng/l on e 801 analyzer serial number (B)(4). The sample was repeated twice on the same analyzer, resulting with values of 22.9 ng/l and 23.1 ng/l. The reporter noted there were only 25 tests remaining in the reagent pack when the issue with this sample occurred. The second patient sample initially resulted with a troponin t value of 43.2 ng/l on e 801 analyzer serial number (B)(4). The sample was repeated on the same analyzer three times, resulting with values of 28.2 ng/l, 35.3 ng/l, and 40.7 ng/l. The third patient sample was tested four times on e 801 analyzer serial number (B)(4), resulting with values of 72.8 ng/l, 39.3 ng/l, 27.6 ng/l, and 25.2 ng/l. This sample was repeated on e 801 analyzer serial number (B)(4), resulting with a value of 22.1 ng/l. The troponin t reagent lot number was 47003401. The reagent expiration date was requested, but not provided.